Event description:
Caller reported that a malfunction occurred on the pump after passing through a metal detector. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.